Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident event and the suspected device. The probe will be analyzed by our quality department and investigation will make possible to know the cause of the incident.

Event description:
A ventricular icp catheter was correctly zeroed and implanted. After 1 implantation day, an error e001 appeared on icp monitor. The probe was then withdrawn. No patient outcome has been reported to manufacturer;